Event description:
It was reported the pt experienced residual stimulation while her stimulation was deactivated for 5 months. A diagnostic test was performed and no anomalies were found. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.